Manufacturer narrative:
(B)(4). The customer reported that the device would not deliver pacing pulses when in use in the pacer mode. There was no report of negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not deliver pacing pulses when in use in the pacer mode. There was no report of negative pt impact.